Manufacturer narrative:
(B)(4). This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. Followup with the complainant has been conducted for the lot number, and the information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Procinstrument broke as the nurse was disassembling it at the end of the case. No delay to surgery. No adverse event to patient.

Manufacturer narrative:
Due to the receipt of a clarification of the failure mode for this product, it has been determined to have originally been reported in error. Accordingly, we are rejecting our report.

Event description:
The reporter has confirmed that the instrument is cracked.